Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to myopotential oversensing was observed. The patient was asymptomatic. Reprogramming the device was recommended.